Event description:
During a shunt pta treatment procedure, balloon deflation difficulties were encountered. The lesion being treated was a 90% stenotic lesion in the left radial artery. The physician used a 5f mosquito introducer sheath for vascular accesss and a transend ex guidewire to access the target lesion. The talon balloon was inflated to 18 atms at the a-v shunt anastomosis. After the third inflation, the balloon would not deflate. The inflation device was replaced with a 50 cc syringe, and unsuccessful attempts were made to manually deflate the balloon. The physician pulled the balloon to the distal sheath, then used a needle to rupture the balloon from the surface of the pt's body. The ruptured balloon was successfully removed from the sheath. No pt injuries or complications were reported. Pt status is reported as `good'.

Event description:
Visual examination of the returned device revealed that the shaft was flattened. This damage was located approximately 10mm proximal to the balloon sleeve. And extended proximally for 17 mm. The device was attached to an encore inflation unit and attempts were made to inflate the balloon to its rated burst pressure when a pinhole leak was located approximately 5 mm proxiaml to the distal makerband. As a result of the pinhole leak it was not possible to inflate the balloon, it was not possibl to test for deflation. Microscopic examination of the lapweld area revealed a flap at the lapweld area which appeared to have collapsed. No other complaint has been received to date for this particular batch of devices. The shop floor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The shop paperwork for this batch shows that the product met its specifications. Corrective action have been initiated to eliminate and mitigate against the recurrence of this event.